Manufacturer narrative:
Product analysis: analysis confirmed the customer's comments as the programmer would freeze and required a complete software installation. It was also noted that the paper tray was empty. The radiofrequency head anti -slip layer was missing. Errors were found in the software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sometime the programmer would freeze without the users knowledge. The programmer was returned for service. No patient complications have been reported as a result of this event.